Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of failed to follow sterile process and peritonitis with culture positive for candida unknown in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On and unreported date the patient failed to follow sterile process. On an unknown date the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was that the patient failed to follow the sterile process. The patient was recovering from the peritonitis. The outcome for failed to follow sterile process was unknown. On an unreported date, dianeal and extraneal therapies were withdrawn. Concomitant medications were not reported. An opinion of causality was not reported. The nurse declined to provide information.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd886804 with no defects noted during the manufacture of the lot related to the reported condition. The complaint was confirmed. The cause of the peritonitis is use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.